Event description:
Periodontist reported that he used healos dental for a sinus elevation procedure. Approx 1-week out, the patient had returned with a localized infection (green discharge). He opened the site and cleaned and drained the affected area. The healos was granular and he removed it from the site. He reported that the infection resolved after treatment. As intervention was required, an MDR is filed to document this event.

Manufacturer narrative:
Review of the device history records (DHR) found no discrepancies or nonconformances during production. Events of this nature are an inherent risk of the procedure and as reported this does not appear to have been device related.